Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of covid-19 infection, deemed not related to the device, is considered an unexpected adverse drug experience.

Event description:
Health professional reported injecting a patient with juvéderm volbella® xc. The patient experienced non-device related infection of ¿covid-19. Patient then received the covid-19 vaccine and experienced ¿swelling, possible from the juvéderm volbella® xc."